Manufacturer narrative:
Additional information: section d9 -date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h11 - manufacturer narrative. The cls was returned to saluda for analysis. The device passed visual inspection and functional testing with no anomalies identified. No impedance issues were found during review of the impedance logs. The root cause of the high impedance could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "uncomfortable changes in stimulation (over and/or under stimulation) and the patient may require surgery (including revision, explant, and replacement) as a result."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check revealed high impedance. A revision procedure was performed and the evoke closed loop stimulator (cls) was replaced and therapy restored. The patient reported falling multiple times prior to the reported event. The evoke scs system did not cause or contribute to the patient¿s fall.